Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product images within the journal article do not depict depuy manufactured devices. It is presumed a depuy ceramic head has been implanted and is currently in place in the patient. There is no disassociation of a femoral head depicted in the x-ray images. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled " metallisation of biolox delta ceramic head: what's wrong?", written pablo sanz-ruiz, jose a. Calvo-haro, manuel villaneuva-martinez, and javier vaquero-martin published by hip published online/accepted by publisher 4-oct-2017 was reviewed. The articles purpose was to report a case the describes the first complete metallization of a ceramic head secondary to an excessive release of metal ions at the head-neck junction. A (B)(6) year old male with a history of osteogenesis imperfecta and a history of femoral fractures in both limbs secondary to low-energy trauma underwent a right hip replacement 3 years ago (implants listed below). Prior to that he underwent a femoral fracture osteosynthesis and developed septic pseudoarthrosis and underwent a 2-stage revision. The patient now presents 3 years post op with pain and walking difficulties that requires the use of a wheelchair. The patient underwent a revision ¿ findings below. Revision findings: serial x-rays indicated femoral stem subsidence. The stem was impacting directly against the patella. Moderate intra-articular metallosis. Disassocation of the femoral head and femoral stem secondary to the stem subsidence. No alterations were observed in the polyethylene. Moderate corrosion in the male zone of the stem. Depuy products: biolox delta ceramic head. Competitor products: zimmer biomet highly cross-linked polyethylene liner. Zimmer biomet ¿ wagner stem. Zimmer biomet ¿ continuum acetabular cup. Synthes liss plate.